Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient inserted a new sensor in her upper arm and experienced bleeding, bruising, and pain at the site. The patient did not specify how long the bleeding lasted. On an unknown date, the patient consulted a physician due to pain and was informed that she may have hit a nerve upon sensor insertion in the arm and was advised to take otc tylenol tablets and apply an unspecified topical pain reliever cream. No treatment was provided for the bleeding and bruising, and no diagnostic testing and further medical intervention was provided for the pain. At the time of the report, despite the otc treatment, the patient indicated that she has not fully recovered and has ongoing intermittent nerve pain (pain description was not provided) in that arm insertion region. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that approximately three months ago, the patient inserted a new sensor in her upper arm and experienced bleeding, bruising, and pain at the site. The patient did not specify how long the bleeding lasted. On an unknown date, the patient consulted a physician due to pain and was informed that she may have hit a nerve upon sensor insertion in the arm and was advised to take otc tylenol and apply an unspecified topical pain reliever medication. No treatment was provided for the bleeding and bruising, and no diagnostic testing and further medical intervention was provided for the pain. At the time of the report, despite the otc treatment, the patient indicated that she has not fully recovered and has ongoing intermittent nerve pain (pain description was not provided) in that arm insertion region. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code - neuralgia.